Event description:
(B)(4). I have stabbing pain in my lower right pelvic region, which I believe is directly related to a migrated essure coil (see x-ray). I am also experiencing excessive blood flow during periods, loss of libido, hematuria, kidney cysts, cognitive and memory lapses. I am actively seeking a surgeon who can remove the migrated coil to relieve my pain which occurs when I change position- sitting to standing, bending over and so on.